Event description:
Per implant card received, it was later reported that the patient was fully explanted rather than just the generator being explanted (as preciously reported). No other relevant information has been received to date.

Event description:
It was later reported that the generator was explanted on a later date than previously reported. No other relevant information has been received to date.

Manufacturer narrative:
D6b. If explanted, give date (mo/day/yr); corrected information; initial MDR inadvertently omitted information known prior to submission.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81, device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had generator explanted due to infection. The generator has not been received by the manufacturer to date. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.